Manufacturer narrative:
This report is for one of two devices involved in the event, please refer to report 3013450937-2018-00008 for the other. The device history records and sterilization batch release records were reviewed and indicated that all components involved met specification. The operation notes have been requested along with the explanted components. It was relayed that the components whereabouts are unknown and will not be returned. This investigation is currently ongoing and should additional information be obtained the report will be supplemented.

Event description:
Revision surgery performed on eleos resurfacing hinge knee where it appeared on x-rays that the resurfacing femur and stem extension had dissociated. Upon removal of the components it was discovered that the resurfacing femur had also loosened.

Manufacturer narrative:
This medical device report (MDR) was initiated as part of a retrospective assessment of complaints under onkos surgical CAPA (B)(4). As part of this assessment, onkos surgical re-evaluated all complaints received to ensure mdrs were filed when required. The results of this retrospective assessment prompted onkos surgical to file this supplement report. This report is for one of two devices involved in the event, please refer to report 3013450937-2018-00008 for the other. The device history records and sterilization batch release records were reviewed and indicated that all components involved met specification. The operation notes have been requested along with the explanted components. It was relayed that the components whereabouts are unknown and will not be returned. From the available information it was determined that the adverse event was not related to the manufacture of the implants or a non-conformance and this complaint has been closed. Should additional information be obtained to further this investigation, the report will be updated.

Event description:
Revision surgery performed on eleos resurfacing hinge knee where it appeared on x-rays that the resurfacing femur and stem extension had dissociated. Upon removal of the components it was discovered that the resurfacing femur had also loosened.